Event description:
It was further reported that approximately 20 months post implantation of an initial right total ankle arthroplasty, the patient was revised due to pain and loosening of the implants. During the revision, surgeon noted significant metallosis throughout the ankle joint due to delamination of the porous coating on the talar component. Neither the tibial nor the talar components had significant bony ingrowth and were loose. Upon removal of implants, subchondral cysts in the tibial and talar bones were packed with autologous bone grafting. All components were replaced with competitor products. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, a5, a6, b3, b4, b5, d5, d6b, d10, g3, h2, h6, h8. D4: attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision following an initial total ankle replacement due to painful loosening of the tibia and talus. During the revision, curettage and bone grafting were performed for a right talar cyst. No known contributing factors were identified. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown talar component. Unknown poly. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.